Event description:
It was reported that during an unknown procedure the staples were malformed after the 1st firing with the golden cartridge. The surgeon changed hand sewing to reinforce the anastomotic stoma. The device could not be fired with next white cartridge. Changed to another device and white cartridge to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: the surgeon can see the anastomosis was bad, and the staples were malformed. After use, the triggers did not automatically return to their original (pre-fired) positions. The device fired 4 times. 1st one was a golden reload, and the staples were all formed intended. 2nd one was a golden reload too, but the staples were malformed. 3rd one also was a golden reload, and the staples were all formed intended. These reload were used on stomach. 4th reload was a white one, and the surgeon found the device could not open when the jaw through the trocar. The device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.